Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that introducer needle fractured while in the body. Customer reported that the needle might stuck inside the body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The customer also mentioned that they experienced low blood glucose level and was treated with glucose. The sensor will not be returned for analysis.